Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for gastroin testinal/pelvic floor who reported that the patient was getting an MRI for epilepsy issues/seizures. The caller did not know if the condition was present prior to device implant or if the issue was related to the device or therapy. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.